Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hyperglycemia, hypoglycemia and also alleged for discrepancy between sensor glucose reading and blood glucose reading. The reported hyperglycemia is treated with insulin pump (subcutaneous insulin infusion). The reported hypoglycemia was treated with carb intake (ate candy, chocolate, peanut and butter) with assistance from nurse. Symptoms witnessed at the time of event: loss of consciousness and seizures. The event involved product(s) mmt-1884, 78893-01, mmt-342, mmt-431ag. Troubleshooting was performed for difference between glucose values. Sensor glucose value from reported event was 343 mg/dl and 335 mg/dl and blood glucose value from reported event was 74 mg/dl. Troubleshooting was performed for high and low blood glucose event. Customer has used the insulin pump system within 48hrs of reported events and customer has used auto mode/smart guard feature at the time of events. No further patient complications were reported. No product return is required for mmt-1884, 78893-01, mmt-342, mmt-431ag.